Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture and implant dislodgement were confirmed. Difficulty to deploy the implant and difficult to remove/resistance with the implant could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
The procedure was to treat a non-tortuous, non-calcified lesion in the mid left anterior descending (mlad) artery. Using a femoral access site, pre-dilatation was performed with a nc balloon catheter and the residual stenosis was not more than 10%. The implant partially deployed in the lesion with the first inflation attempt at 14 atmospheres. It was noticed that the delivery balloon could not deploy the implant. It was then decided to get the delivery balloon out but the implant was trapped on the delivery balloon and upon the removal attempt the implant dislodged in left main artery. There was no resistance removing the protective sheaths prior to use and no resistance was met getting to the lesion site. After many tries the doctor removed the delivery balloon and inflated it with blood and saline externally to find 2 holes on the sides of the balloon. The physician introduced another balloon inside the partially expanded implant and placed it at the lesion site and fully deployed it. However, a small part of the lesion remained uncovered due to the partial dilatation. The implant did cover almost 90% of the intended lesion; the rest of the lesion can not be done as the implant was previously partially inflated. The 10% left was treated with a drug eluting balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.